Event description:
Information was received from (B)(6) that "the patient is reporting a switch in power sources earlier than expected." The patient reported and tagged this battery which is not recognized by the controller. When the battery is connected, there is a low priority alarm that port is not connected. After reconnection and 2-3 minutes later there is no longer an alarm and the battery runs normally. The battery was replaced. There was no effect on the patient.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for both visual and tone alarms and associated causes actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. An internal investigation has been opened to address the issue. Following additional regulatory authority feedback, the manufacturer has expanded the field safety corrective action (fsca) to recall certain older batteries (referenced under file name: fsca apr2014.1). The expansion of this fsca is to remove certain older batteries which were produced in specific ranges of battery serial numbers which are more likely to exhibit premature or unrecognized deterioration of battery capacity. Our risk assessment for this issue remains unchanged at this time. Complaints will continue to be closely monitored to ensure that the ventricular assist device system functions as intended and to assess the effectiveness of the fsn for additional actions. Heartware is submitting this report late because it was discovered during routine complaint file investigation activities, that 117 e-mdrs were submitted in error to the pre-production e-MDR gateway, (https://esgtest.FDA.gov/ui/) instead of the e-MDR production gateway (https://esg.FDA.gov/ui/), between 18 march and 19 may 2015. This error occurred as a result of setting up a new e-account and the subsequent training of the heartware complaint analyst. The situation has been corrected. This is report # of 117. Device has not been received.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The site exchanged the battery (B)(4); however, the device was not returned to the manufacturer for evaluation. There was no reported patient injury as a result of this event. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event was confirmed via review of the controller log file, which revealed occurrences of 'power disconnect' alarms. Alarm logged on (B)(4) 2015 at 13:57:18 hours shows battery (B)(4) connected on ps1 with evidences of communications anomalies with the controller. Applicable risk documentation and experience with events of similar circumstances were considered; events with premature power switching of screened batteries are most often attributed to a communication error between the controller and battery. The most likely root cause is a communication error between the controller and battery. Heartware has opened an internal investigation to evaluate these types of issues. There are no known clinical or user related factors that could have contributed to this event. On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.